Manufacturer narrative:
(B)(4).

Event description:
The patient has numerous stent previously implanted (18 excluding the resolute integrity stent, all non medtronic). The patient has reported that approximately 4 weeks ago she had a major heart attack. Patient has reported that she has been told by physicians that they can do nothing for her and that there is regrowth in the stents. Patient said they were looking for possible options on what to do with stents 'plugging up' (stenosis). The patient has been advised that if they are concerned they should seek medical assistance immediately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.